Event description:
It was reported that there was increased impedance on the right ventricular (rv) lead. According to the physician, the increased impedance is due to normal attrition. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The setscrew marks on the connector pin were too proximal. The analyst noted insulation breach will typically cause low pacing impedance. The in-vivo breach is at any rate a failure. The set-screw mark being too proximal could cause impedance issue as well. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.